Event description:
Defective disposable instrument stone cutter 4.0mm (B)(4) and 4.5 incisor blade (B)(4). Arthroscopic shaver/burr during use resulted in metal flaking left in shoulder. Shoulder irrigated no visual residue remaining. Company notified of device failure. Date of use: (B)(6) 2010. Diagnosis or reason for use: slap tear.